Event description:
On (B)(6) 2012, the reporter contacted animas alleging that recently it has become necessary to press up, down and ok buttons harder to get to them to respond. There is reportedly no peeling of keypad but symbols are worn. Reporter makes sure all programming / delivery is correct. The pump is worn exterior to garments and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.